Event description:
During a coronary stenting procedure, a cypher select + 3.00x33mm sds was advanced to the target lesion. The tech pulled negative pressure on the inflation manometer; however, a vacuum could not be maintained. The device was withdrawn and another cypher select + 3.00x33mm sds was used to successfully completed the procedure. There was no reported pt injury. There is no additional info available. The device was received by cordis and during preliminary visual inspection, it was noted that the hub of the catheter was cracked.

Manufacturer narrative:
One non-sterile cypher select + 3.0 x 33 mm was received coiled inside a plastic bag. The catheter was received with stent mounted in original position with no damages. A stopcock was connected and a cracked condition was observed at the hub. The piece was observed under microscope and the luer hub ws noted to be vertically cracked, from thread to injection molding. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the failure could not be determined; however, it appears to be related to manufacturing molding process. CAPA is already open to address this type of failure in cypher products. Cypher select product (cra/crb) is not distributed to the us; however, it is similar to us distributed cypher product (cxs). See scanned page.